Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the battery gauge was fluctuating and that the pump battery was depleting quickly. Customer¿s blood glucose level was 120 mg/dl. The customer resumed insulin delivery, customer does have manual injection available for insulin therapy if needed.